Manufacturer narrative:
An event of device deformity was reported. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Images were received from field. Both fluoroscopy and echocardiography demonstrated a bulbous deformation of the left disc of the occluder device. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that a 30mm amplatzer multi-fenestrated septal occluder - cribriform was selected for implant on (B)(6) 2023. During implant, after developing the left atrial disc, it was observed that the left disc fell backwards towards the left upper pulmonary vein and roof. The left disc was positioned correctly and the right disc was adjusted to the right septum. It was then that the left disc distorted into the tunnel and formed a bulging shape while in the left atrium. The device was removed from the patient. Two attempts were made to place the device in cold, sterile saline to return the disc back to its original shape without success. It was noted that no adaptation to the septum was possible. The device was replaced with a new 35mm amplatzer multi-fenestrated septal occluder - cribriform. The patient status is noted as being in a very well postoperative condition.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.